Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and prior to use the 3.0 x 12 mm multi-link 8 stent delivery system (sds) pulled in air under negative pressure; a leak was suspected and the device was not used. There was no patient involvement. A different device was used in the procedure without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.